Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported feeling uncomfortable stimulation. They thought they may have turned their stimulation up too high because they think it burned them. The patient thinks it burned them because they were red around their vagina lips and rectum. They changed the program but was still throbbing uncomfortably. They recommended decreasing amplitude, and the patient reports they already did decrease and then was only feeling the throbbing sensation every once and a while. During the report they were not feeling it. The patient inquired about the use of programs and theory and use were reviewed. The patient also mentioned that during their trial they felt stimulation sensation towards their hip and buttock and not in the vaginal area. This was not a concern for them until they put the implant in as they are not feeling stimulation sensation in the same spot. The patient noted they notified their healthcare provider (hcp ) of their symptoms and will follow up with them. The implantable neurostimulator (ins) was indicated for the implantable neurostimulator (ins) was indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.